Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073 rev aa. The device activated and transected tissue five (5) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. The reported failure mode "failure to cut" was unable to be confirmed. A visual inspection of the hemopro jaw was conducted for the reported failure mode "peeled." The silicone insulation was partially torn away from the middle of the cold jaw, the remaining pieces were both attached at the tip and base of the jaw. Based on the condition of the device as returned, the reported complaint was confirmed for "peeled jaw." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not seem to be functioning properly. The harvester noted that branches were taking much longer than usual to coagulate and cut. He later noticed that a piece of the grey coating from the tip of the vasoview hemopro jaw had broken off and fell into the patient's leg. He was able to retrieve this by dragging it out with the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 11:31 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not seem to be functioning properly. The harvester noted that branches were taking much longer than usual to coagulate and cut. He later noticed that a piece of the grey coating from the tip of the vasoview hemopro jaw had broken off and fell into the patient's leg. He was able to retrieve this by dragging it out with the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.